Event description:
It has been reported to philips that the geometry of the allura device was unavailable. The issue was found during clinical use. No harm has been reported to philips. A philips field service engineer (fse) visited the site and replaced the geo module. The device was returned to expected functionality.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the geometry movements were partly available and the geometry module can be powered on but the movement cannot be controlled. Review of the log file showed geometry module error. The fse replaced the geometry module to resolve the issue. After the replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcomes. Evaluation method code was corrected.